Event description:
Took monitored patient out of MRI tube to insert dye. Noticed limb was cyanotic. Removed blanket from patient, and noted that patient was asystole and cyanotic to shoulders. The invivo monitor showed a heart rate of 146 and pulse oximetry of 93. Invivo monitor continued to show hr of 146 at same time as another monitor showed asystole.